Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event logs which occurred on (B)(6) 2010 during cycle 8, ultrafiltration volume 2139ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volumes (iipv) when the home patient (hp) had an ultrafiltration (uf) volume of 2139 ml (approximate drain volume 4264 ml) for a largest prescribed fill volume of 2500 ml. External & internal visual inspections revealed no problems. The baxter's product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The cause of the iipv was determined to be insufficient drain due to use error; the tidal uf removal was set too low (600 ml). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).